Event description:
It was reported that 6 bd syringe 0.5ml 30ga 1/2in hubs separated from the device. The following information was provided by the initial reporter :   th consumer reported that when removed from the needle the hub separates and the needle remains lodged in the shield. The consumer reported this has happened 6 times. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported when he removes needle shield the needle hub separates and the needle remains lodged in the shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1018911. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd syringe 0.5ml 30ga 1/2in hubs separated from the device. The following information was provided by the initial reporter:   th consumer reported that when removed from the needle the hub separates and the needle remains lodged in the shield. The consumer reported this has happened 6 times. Date of event: unknown. Samples: available.